Manufacturer narrative:
(B)(4). The device was received with the trocar stuck on the shaft. The top jaw flanges spread and damaged. The jaws were locked in place with the knife assembly down the track, tissue and fluids were in the jaws. The top jaw was forced more distantly in an attempt to remove the trocar. The device was connected to a generator and was recognized due to the jaw damaged, complete functional testing could not occur. A possible cause of the damage to the jaws/ could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy procedure, the jaw of the device broke while dissecting tissue. They had to remove entire trocar to extract the device as the broken superior jaw was sitting towards the distal end of the device. The surgeon used a ligasure energy device to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.